Manufacturer narrative:
Investigation summary: complaints with higher priority were addressed first based on volume and aging. This complaint does not require further investigation as it meets the (B)(4) justification. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device had a system fault. The product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.